Manufacturer narrative:
Device codes corrected from material deformation 2976 to failure to advance 2524 used (B)(6) 2019 as event date as there was no date provided. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 2.75 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The stent protector and mandrel were attached to the returned device and both were removed without issue. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The concentric, de novo, target lesion was located in the mildly calcified and mildly tortuous right coronary artery. After a 6f guide catheter was engaged and a 0.014 wire was placed, a 1.5mm balloon was used for pre-dilatation. A 20 x 2.75mm promus premier drug eluting stent was advanced to treat the lesion. However, it was then noticed under fluoroscopy that the mid segment of the stent was damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that difficulty crossing the lesion was encountered and the stent was not damaged as what was previously reported.

Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The concentric, de novo, target lesion was located in the mildly calcified and mildly tortuous right coronary artery. After a 6f guide catheter was engaged and a 0.014 wire was placed, a 1.5mm balloon was used for pre-dilatation. A 20 x 2.75mm promus premier drug eluting stent was advanced to treat the lesion. However, it was then noticed under fluoroscopy that the mid segment of the stent was damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.